Event description:
It was reported that this inflatable penile prosthesis (ipp) is no longer functional so a replacement surgery was scheduled. During surgery, the existing cylinder and pump were removed; however, the reservoir remains implanted. A new ipp was implanted. No patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.